Manufacturer narrative:
Device manufacture date: monitor (B) (4): 02/2009. E-belt (B) (4): 06/2008. Device evaluation summary: device evaluations of electrode belt (B) (4) and monitor (B) (4) have been completed. The reported problem has been confirmed. Upon visual inspection, the electrode belt was found to have a broken belt connector. The broken connector prevented the locking nut from maintaining a connection between the electrode belt and the monitor. The cause for the blank screen seen on the monitor was the broken belt connector. The root cause for the broken connector cannot positively be identified but was maybe to due excessive force. The damaged connector prevented functional evaluation of the belt, but the belt was repaired, retested and restocked. No problems were found with the pt's monitor. The screen operated properly and the monitor was fully functional. No adverse events resulted from the broken electrode belt connector. The pt was issued a replacement monitor and belt.

Event description:
A (B) (6) pt, called lifecor customer support to report that this monitor has been blank all day. Support issued pt a replacement monitor and electrode belt.